Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator. It was reported that several months prior to (B)(6) 2017, the patient had a major fall and landed on her back/tailbone. It was noted that there was possible lead migration. Electrode impedance testing was performed and results were within normal limits; however, upon mapping electrodes 0-7, the patient reported abdominal and rib stimulation only. The rep was able to map on the other lead to give the coverage needed at this time. The issue was resolved as of (B)(6) 2017. No surgical intervention occurred or was planned. The patient was alive with no injury. The issue occurred during normal use.